Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the plaintiff underwent a medically indicated revision surgery of the right bhr hip in (B)(6) 2021 due to extreme pain, loss of mobility, metallosis, bone erosion and severe loosening of the hip cup. The primary right hip surgery was performed in (B)(6) 2008. This plaintiff was also indicated for a revision surgery of the left hip, however he/she has not been medically cleared to undergo this procedure (covered under case-(B)(4)). The current state of health of the patient is unknown.

Manufacturer narrative:
H3, h6. It was reported that a right hip revision surgery was performed due to extreme pain, loss of mobility, metallosis, bone erosion and severe loosening of the hip cup with aseptic lymphocyte-dominated vasculitis-associated lesion. As of today, the implanted device used in treatment has not been returned for evaluation. A review of the historical complaints data for the femoral head was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for device; however, as the device is no longer sold, no action is to be taken. In the absence of the actual device, the production records were reviewed for the device reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. The patient¿s fall cannot be ruled out as a contributing factor to the reported pain, loss of mobility, severe loosening of the cup, and fracture of the greater trochanter. The reported pain and loss of mobility, elevated metal ions, pathological findings, along with the intraoperative findings of alval, gross false motion between the femur and the femoral component, large gray discolored synovial mass, black particulate tissue, multiple areas of bone deficiency and erosion, and a nondisplaced fracture of the greater trochanter may be consistent with findings associated with metal debris. However, based on the information provided, the root cause of the reported clinical symptoms cannot be confirmed, and it cannot be concluded that the reported reactions were associated with a mal-performance of the implant. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
H3, h6. It was reported that right hip revision surgery was performed. During the revision, both the acetabular cup and femoral head were explanted. As of today, the explanted devices, all of which were used in treatment have been requested for this complaint but have not become available. A review of the historical complaints data for the acetabular cup and the femoral head was performed using batch numbers to evaluate patterns of repeated failures or defects over the lifetimes of the products and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe of 12 months prior to the date in which the incident was reported. No other similar complaints were identified to involve these batches of acetabular cups nor femoral heads. Other similar complaints have been identified for the part numbers and the reported failure modes in this timeframe, however, as bhr systems of this size are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A review of escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible, no further escalation actions required. The available medical documents were reviewed. The reported pain and loss of mobility along with the intraoperative findings of aseptic lymphocyte-dominant vasculitis-associated lesion (alval), gross false motion between the femur and the femoral component, large gray discolored synovial mass, black particulate tissue, multiple areas of bone deficiency and erosion, and a nondisplaced fracture of the greater trochanter may be consistent with findings associated with metal debris. However, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported pain and loss of mobility along with the intraoperative findings cannot be confirmed, and it cannot be concluded that the reported reactions were associated with a mal performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without the return of the devices used in treatment or additional information we cannot advance the investigation or confirm this complaint; our investigation remains inconclusive, and a definitive root cause cannot be determined. Factors which are known to contribute to the alleged fault include excessive physical activity levels, excessive patient weight, and loosening of the components, increasing the production of wear particles, accelerating damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. Internal reference number: (B)(4).

Event description:
It was reported that the plaintiff underwent a medically indicated revision surgery of the right bhr hip in (B)(6) 2021 due to extreme pain, loss of mobility, metallosis, bone erosion and severe loosening of the hip cup with aseptic lymphochite-dominated vasculitis-associated lesion. During revision it was removed a massive synovial tissue from the right hip and pelvis, a complex reconstruction of the hemipelvis with a trabecular metal cup cage construct was performed. The primary right hip surgery was performed in (B)(6) 2008 due to degenerative arthritis. This plaintiff was also indicated for a revision surgery of the left hip; however, he/she has not been medically cleared to undergo this procedure (covered under case-(B)(4)). The current state of health of the patient is unknown.